Event description:
"It was reported that the tensioners failed to tension a beaded 2.0mm dall miles cable."

Manufacturer narrative:
Evaluation summary: the results of the investigation indicate that the root cause of the event is improper maintenance and lubrication of the devices. The dall-miles one sided cable tensioner will not operate as intended if it is not lubricated properly. The dall-miles cable sys surgical technique specifies that the instrument must lubricated before cleaning: "prior to autoclaving, apply a lubricant or instrument milk to the threads and the jaw mechanism within the heads. Be sure the lubrication penetrates the mechanism fully. This will ensure the device functions as anticipated during every surgery." Additionally, the note "clean and lube after each use" is marked on the outside of the instrument.